Manufacturer narrative:
A review of fluoroscopy images showed no voids in the vertebral body and the removal of the normal bony growth around the implant leads to the conclusion that the implant did not migrate after implantation.

Event description:
The patient was undergoing exploratory surgery approximately 7.5 months after initial implantation to alleviate symptoms of minor pain and discomfort. It was discovered the initial implantation did not fully seat the titanium anchor into the vertebra. During the exploratory surgery the normal bony growth on the implant was removed from the implant and the impactor was used to seat the implant to depth.